Event description:
Customer stated that the drill overheated and had no power during testing. There was no pt involvement and no adverse consequences alleged with this event.

Manufacturer narrative:
The drill was returned to the MFR and the complaint was confirmed. Internal components were evaluated, which revealed the presence of corrosion on motor and bearings. The presence of corrosion can increase friction among the rotating components of the device which can result in generation of heat. The device was repaired and returned to the customer.